Event description:
Altitude alarm 21 was reported on the pump, causing the customer's insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on temporary troubleshooting steps, but these were unsuccessful in resuming insulin delivery. Consequently, technical support arranged for a replacement pump and cartridge to be sent. The customer, who will use multiple daily injections (mdi) as backup therapy, was provided instructions on handling and returning the current pump.